Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, the patient noted getting a no disposable pump alarm. The reporter also indicated that the patient was made aware that it is usually because the cassette is not properly attached to the pump. But the patient noted that 2 pumps were giving the same alarm and the only was he could fix it was by changing the cassettes. No patient consequences were reported. No adverse effects were reported.